Event description:
A surgeon reports one patient exhibited the "wrong results" following bilateral refractive surgery. The left eye exhibited +2.25 diopter overcorrection of sphere and -2.00 diopter undercorrection of cylinder. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. This report was mailed to FDA on: 12/18/2008.